Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which sections: gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the bending section cover had discoloration; adhesive on bending section cover had a crack and white-clouded area; control unit had discoloration; grip had a crack; suction cylinder was shaved; paint on suction cylinder was peeled; paint on air/water cylinder was peeled; switch 1 had a cut; plastic distal end cover had a scratch; connecting tube had discoloration and a wrinkle; and the protector of universal cord on suction connector side had a scratch. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus, there was no delay in the start of pre cleaning, the customer flushed the air / water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the customer wiped and brushed the air / water nozzle with clean lint-free cloths / brushes / sponges, and the customer flushed the air / water nozzle with the detergent solution. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the control unit was damaged on the gastrointestinal videoscope. There were no reports of patient harm. The device was returned and evaluated; the nozzle had foreign objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.